Event description:
According to company's customer, in 2003 a pt with a history of low result recovered at 6.594 ng/ml. The same sample was rerun and recovered at 2.199 ng/ml. The sample was rerun in triplicate and recovered the following results: 5.936 ng/ml, 6.771 ng/ml and 6.581 ng/ml. Customer determined the correct result to be "6" ng/ml. The erroneous result was not reported outside of the laboratory. There has been no change to pt treatment that can be attributed this event.